Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation. The patient reported that his whole body was itching. The patient's physician prescribed the patient a cortisone lotion and received antibiotics. Follow up attempts indicated that the rash has vanished.